Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The returned device was visually examined, and the following was observed: the liner was unexpanded. The distal tip was open and stretched. There were scratches on the sheath shaft near distal tip. The distal tip was split. Imagery was provided by the site and revealed the following: the distal tip appears opened and stretched at vertical score line location. Presence of tortuosity and calcification in access vessels. Access vessels were large enough for sheath expansion. Sheath insertion/advancement difficulty is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. To promote successful introduction of the esheath/esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035" guidewire compatibility, adequate sheath-introducer locking feature (esheath+ only), and no premature opening of the distal tip or seam of the esheath/esheath+ during introducer insertion. Esheath and esheath+ were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035" guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaint was confirmed. Investigation results suggest/indicate that patient factors (tortuosity, calcification) may have caused or contributed to the inability to introduce the sheath, while patient factors (calcification) and /or procedural factors (excessive manipulation) may have caused or contributed to the sheath distal tip split. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No instructions for use/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in germany, during implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, in a patient with severe calcification in the iliac artery, the esheath could not be inserted. Using an alternate wire, balloon and shockwaving the patient did not help. Each attempt a new esheath was used (in sum 4). Each esheath could not pass the calcification and got destroyed, so the procedure had to be aborted. All attempts were performed in flat angle. The withdrawal of the 4 devices were unproblematic and without difficulties, with no vessel damage nor bleeding. The patient outcome was good without further issues like bleeding in the femoral or iliac artery. During pre-decontamination observation, it was found that the esheath distal tip was split.